Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors instrument was a training instrument used during training with no patient involvement. This complaint is not reportable as the reported issue did not cause or contribute to a death or serious injury and the observed failure mode has not contributed to an adverse event and is not likely to contribute to an adverse event if it were to recur. This instrument is a training instrument, labeled not for human use (nfhu). It was confirmed that this instrument was used in a training environment and not used during a surgical procedure. Since this instrument is only to be used in a training environment, a device failure would not cause or contribute to an adverse event if it were to recur because there would be no patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint remains a reportable product problem. Please disregard the previous h10 statement indicating that this complaint is no longer MDR reportable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The instrument was found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly 0.342 in¿ x 0.207" in size. The root cause of broken instrument tube extension is typically attributed to user. Additionally, the instrument exhibited signs of corrosion on the instrument bearings and corrosion on one or more clamping pulleys in the backend. The root cause of corroded instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the monopolar curved scissors (470179-04t/s10140416 0001) associated with this event has been performed. Per logs, the monopolar curved scissors instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 16 uses remaining after the last procedural use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the monopolar curved scissors had an unknown issue. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors instrument was a training instrument used during training with no patient involvement.